Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, who experienced it at least three times on their current pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.